Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead 2010-(B)(6), d224trk implantable cardioverter defibrillator 2010-(B)(6), (B)(4).

Event description:
It was reported by the patient that they had a "sterile infection" where the "wires kinked and were rubbing together" and there was "an infection on the wires". Follow-up with the clinic did not yield any additional information. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced two months later. No further patient complications have been reported as a result of this event.